Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product was returned for evaluation. Data logs were reviewed and showed increased placement signal with decreased signal not reliable and contrast at time of "placement signal not reliable" alarms. Upon review of the data logs, it is apparent that the console is the potential cause of the issue. The root cause of the optical signal issue could not be definitively determined as no product was returned for evaluation. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. During support, the placement signal was lost. The pump was successfully weaned and explanted. No patient harm was reported, and the console was not replaced.